Event description:
Primary disease: bile duct stenosis a kink in the pigtail part of the stent was noticed when the user tried to advance the stent over a wire guide. The use of the stent was discontinued. The procedure was completed by using competitor's product (product name/lot#: unknown). Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: <physician's comment> I think this problem is a product issue. <sales rep's comment> for all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact please see description of event. 2 what was the target location for the stent? Common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Kept on the shelf in the hospital 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Unknown 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown 16 was a straightener used to straighten the stent? Unknown 17 (if any damages were confirmed prior to use)was the package damaged? Unknown for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf scope 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? Unknown 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? Unknown 10 where was the stricture located in the duct? Unknown 11 was the stricture dilated prior to placing the device? Unknown 12 was resistance encountered when advancing the stent through the obstructed area? Unknown 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes¿ a wire guide 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c2020898 was returned opened in the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 22 feb 2024. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following was noted: visual inspection: stent returned. Straightener and introducer not returned. Kink observed on the 2nd, 3rd, 4th and 5th porthole on the tapered end pigtail curl. Kink observed on the 5th porthole of the non-tapered end pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kink. Manufacturing records: prior to distribution, all zebd-7-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data: a review of the manufacturing records for the zebd-7-7 devices confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2020898. Instructions for use/japanese packaging insert and label: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This insert states the following: ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks¿. It also states in the precautions section ¿care must be exercised when straightening pigtail curls using positioning sleeve to avoid kinking or breaking stent¿. There is no evidence to suggest that the customer did not follow the japanese packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks occurring while the stent was being straightened as it was being loaded onto the wire-guide. Another possible root cause could have been the size of the wire-guide used. If a different sized wire guide had been used, this could have led to insufficient support for the stent as it was been loaded onto the wire guide and could have caused kinks to occur. Additional information in the patient/event info - notes stated that wireguide size was unknown. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: kink in pigtail part of the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks occurring while the stent was being straightened as it was being loaded onto the wire-guide. Another possible root cause could have been the size of the wire-guide used. If a different sized wire guide had been used, this could have led to insufficient support for the stent as it was been loaded onto the wire guide and could have caused kinks to occur. Additional information in the patient/event info - notes stated that wireguide size was unknown.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-may-2024.